Manufacturer narrative:
Name- medtronic minimed, street-18000 devonshire street, city- northridge, state- ca, zip code- 91325. Zip four- 1219. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
On (B)(6) 2026, the patient experienced an adhesive issue where the infusion set was not adhering properly during physical activity at school, which could have resulted in pull or removal due to sweating and movement.